Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that a ultratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during the preparation, the nurse noticed that the sphincterotome would not bow. The nurse reported no visible damage to the device and the handle mechanism seemed to work fine. The procedure was completed with another ultratome rx sphincterotome device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) other (wire would not bow). The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).